Event description:
It was reported that the terminals inside of the power plug had loosened and arched across melting the plastic inside of the clear plug. There was no patient involvement and no adverse consequences associated with this event.

Manufacturer narrative:
The manufacturer field service technician replaced the power plug and returned the unit to service.